Event description:
The advocate called for help with the customer's contour ts meter. While troubleshooting, she performed control tests and received a result of 288 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.